Manufacturer narrative:
Complete initial reporter phone #: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During the test, when the circulation pump command is at 100 percent, the flow rate is measured as 0. Alert 01 patient line open and 02 low flow present on device. Circulation pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow issue.